Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain cycle of therapy of peritoneal dialysis therapy. During troubleshooting, it was discovered that the home patient (hp) connected before priming was completed. The hp stated they did not think the line was primed. The technical service representative (tsr) explained the alarm to the hp and had them cycle the power twice to clear the alarm. The tsr helped the hp with removing current supplies and instructed them to start over with all new supplies. The tsr reiterated to hp they need to make sure the patient line is primed properly before connecting. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Patient connecting before priming was completed which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.